Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set became removed from the patient while she was at the gym, and the cannula fell out of the site area. The reporter noted that the patient believes the cannula fell out of the site area because the adhesive was not holding up on her site. The patient's blood glucose levels were above 500mg/dl at the time of the event. The patient did not test for ketones. To address the high blood glucose levels, the patient administered a correction bolus with her pump and began manual daily injections. No permanent injury was reported. See MFR: 3012307300-2017-01262.